Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a recorded event on (B)(6) 2018 of low impedance was noted on the right atrial lead during follow-up in clinic on (B)(6) 2019. Upon interrogation of the device, it was noted that the right atrial lead also exhibited intermittent loss of capture, and lead noise. The stored electrograms showed inappropriate mode switch episodes. The physician was aware the lead was not working well but was monitoring it's function. Programming changes were made. Patient was stable.

Event description:
New information received notes that the lead exhibited under sensing and noise was over sensed.